Event description:
Affiliate reported that the customer complained that the valve drew in air (it seems that the valve is untight). Additional information from the affiliate explained that it appears the device had been explanted.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.